Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the tower door failed. A technical support specialist confirmed that issue was resolve by customer. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failed and not showing recovery screen. The customer reported that users were unable to remove medications from door while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.